Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, device infection, aortoesophageal fistula, and death. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. During discharge follow-up, no issues were identified. The diameter of the aneurysm was 52mm. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 45mm. No issues were reported. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm slightly enlarged to 48mm. On (B)(6) 2015, the patient vomited blood and was emergently hospitalized. Imaging identified infection of the devices and aortoesophageal fistula. The cause of the infection and fistula was reported to be unknown. On (B)(6) 2015, the patient vomited blood again and then expired due to the aortoesophageal fistula. According to the cro in japan, no further information is available.